Event description:
Litigation papers allege: discomfort in her hip that grew painful. Her left leg became progressively weakened and the pain increased, mainly in the left groin and posterior hip region but occasionally down the inner thigh. She developed a limp due to the pain and hip stiffness, and on occasion her left leg would give out and her knees would buckle due to the weakness. In (B)(6) 2009, it was suspected that the acetabular cup was loose and the hip was unstable. *update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose cup, metallosis, disassociation, osteolysis, and a broken screw. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metal wear.

Manufacturer narrative:
(B)(4).